Manufacturer narrative:
Carefusion complaint number: (B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician found that the unit had no audible alarm. The alarm sounder was replaced to address the reported issue. The defective component was returned to carefusion for failure analysis and is pending evaluation. Once results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit had no audible alarm. The unit was not on a patient at the time of the event.

Manufacturer narrative:
Failure analysis: carefusion was not able to duplicate the customer's reported issue. During initial bench test, the alarm sounder assembly produced a low abnormal alarm sound and failed the alarm sound test for low alarm volume, however, an audible alarm did occur. Visual inspection did not reveal any anomalies. Carefusion scrapped the alarm sounder after failure analysis.